Event description:
The complaint description was reported as: the applier is defective; the clips did not close, and remained in the applier. No pt injury or intervention reported.

Manufacturer narrative:
The sample device is available and requested for evaluation. The sample device was not received at the time of this report. The results of the investigation are not available at the time of this report.